Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported an inop error code from the mx40. There was no report of a patient injury or harm.